Event description:
Additional information received indicates that the patient underwent surgical intervention during which both the patient's octrode leads were replaced with a penta lead. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-01557. It was reported that high impedances were observed on the patient's right lead. The patient was reprogrammed, but it was later found out that one of the patient's leads had migrated. As a result, the patient may undergo surgical intervention to address the issue.